Event description:
The customer reported that the ventilator alarmed and restarted while in use on a patient. The customer reported there was no patient harm. The manufacturer's service technician was unable to duplicate the customer reported event. Review of the ventilator diagnostic log history confirmed a diagnostic code that indicated a +24 volt failure and a ventilator restart. The respironics service technician replaced the external battery, battery charging pcb and power supply to address the findings. Performance verification testing was completed and all tests passed per operating specifications.